Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing and undersensing information. The analyst noted that on (B)(6) 2015, undersensing was observed in the arrhythmia episode data, and on (B)(6) 2015, oversensing was observed in the arrhythmia episode data. (B)(4).

Event description:
It was reported that during a cryoablation procedure, the patient experienced a pause which lasted approximately six seconds and the implantable cardiac monitor did not record it. There was possible oversensing of p waves on the icm. The sensitivity was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.